Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The patient had a medical history of chronic obstructive pulmonary disease (copd) and hypertension. The size of the biopsied lesion was 9mm and it was located in the right upper lobe; 1-2mm away from the pleura. The pneumothorax was identified post-procedurally via chest computerized tomography scan - the initial size was 35%. The pneumothorax did not increase in size because an 8 french chest tube was inserted. The physician believed the cause of the pneumothorax was due to the peripheral location of the nodule on the pleura and the patient¿s emphysema. The patient was hospitalized for 1 day and additional medical interventions included admission of nebulizers. The patient's pain resolved in 24 hours and the patient was discharged home. The diagnosis was giant cells with granuloma. Per the physician, there is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Additional information can be found in the following fields: b7. Additional information: year of birth.

Event description:
Refer to h10/h11 for follow-up information.